Event description:
It was reported that during a procedure using an exxcel graft, the physician "broke" the graft as it was being extracted to be replaced with a new one. The physician was extracting the graft because it had become entangled. Additional info received 12 sep 2008: the graft was used for an arteriovenous fistula repair. Additional info received 17 sep 2008: the graft was extracted from inside of the pt, prior to suturing, because it was kinked in a "v" shaped rather than a "u" shape. It was reported that there was no injury to the pt.

Manufacturer narrative:
Being investigated. Should such info become available, it will be included in a f/u report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.